Event description:
It was reported that during central processing, the wires at the distal tip of the medium-large clip applier instrument were observed to be frayed. No report of patient involvement or no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.